Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 19-oct-2023. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted (lot no: b34524). Additional non-serious events are detailed below. The patient had a medical history of myoma. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced asthenia ("asthenia"), tinnitus ("tinnitus"), sleep disorder ("sleep disorder"), anxiety ("anxiety"), constipation ("chonic constipation"), musculoskeletal pain ("musculoskeletal pains"), micturition urgency ("sensation of urinary urgency"), toothache ("toothaches"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder"), visual impairment ("vision disorders"), dizziness ("dizziness"), dizziness postural ("dizziness after getting up"), dyshidrotic eczema ("dyshidrotic skin condition"), migraine ("migraines and headaches"), epicondylitis ("epicondylitis") and chronic sinusitis ("chronic sinusitis"). In october 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2022, she experienced metal poisoning ("heavy metal poisoning"). On (B)(6) 2022, she experienced granuloma ("macrophagic granulomas at the points of contact with essure implants"). Essure was removed the same day. The patient was treated with surgery (essure removal via salpingectomy and total hysterectomy). At the time of the report, the pelvic pain, asthenia, tinnitus, sleep disorder, anxiety, constipation, musculoskeletal pain, micturition urgency, toothache, memory impairment, disturbance in attention, visual impairment, dizziness, dizziness postural, dyshidrotic eczema and migraine had not resolved. No causality assessment was received for essure with regard to pelvic pain, granuloma, metal poisoning, asthenia, tinnitus, sleep disorder, anxiety, constipation, musculoskeletal pain, micturition urgency, toothache, memory impairment, disturbance in attention, visual impairment, dizziness, dizziness postural, dyshidrotic eczema, migraine, epicondylitis or chronic sinusitis. The reporter commented: period of occurrence: after insertion, progressively over the following years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Pathology test] on (B)(6) 2022: specimen from conservative total hysterectomy: macroscopic examination: the specimen submitted is intact. It weighs 126 g and measures 95×60×40 mm. The cervix measures 42×23 mm. 1 mm of vaginal cuff present. The endometrial mucosa is 1 mm thick. The uterine wall contains an intramural myoma measuring 5 mm on the long axis. A dissection reveals restructuring. Essure implants found in the right and left uterine horns. Salpingectomy 1: the fallopian tube measures 80 mm in length and 6 mm in diameter. A tubal cyst 6 mm in diameter is present, salpingectomy 2: the fallopian tube measures 83 mm in length and 6 mm in diameter. 3 tubal cysts are present, microscopic examination: the endometrial mucosa shows no histologically significant lesions. Macrophagic granulomas are found at the points of contact with essure implants. Several samples of tubes have been examined, showing no lesions. Conclusions: myoma reaching 5 mm in diameter. No histological signs of malignity. [Toxicologic test] on (B)(6) 2022: tox-seek hair analysis: metal value in g/g (lower chronic toxicity threshold ¿ upper chronic toxicity threshold) ¿ reference concentrations): silver 0.5458 (0.2000- 05000). Tin 0.4653 (0.0070 - 1.4000). Lanthanum 0.0095 (0.0070 - 0.0200). Mercury 0.2353 (0.0530 - 1.7000). Lead 0.1529 (0.1300- 1.0000). Cobalt 0.1794 (0.1400 - 2.9000). Lot number: b34524, manufacture date: 2013-05, expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(6)) on 19-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted (lot no. B34524). Additional non-serious events are detailed below. The patient had a medical history of myoma. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced asthenia ("asthenia"), tinnitus ("tinnitus"), sleep disorder ("sleep disorder"), anxiety ("anxiety"), constipation ("chonic constipation"), musculoskeletal pain ("musculoskeletal pains"), micturition urgency ("sensation of urinary urgency"), toothache ("toothaches"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder"), visual impairment ("vision disorders"), dizziness ("dizziness"), dizziness postural ("dizziness after getting up"), dyshidrotic eczema ("dyshidrotic skin condition"), migraine ("migraines and headaches"), epicondylitis ("epicondylitis") and chronic sinusitis ("chronic sinusitis"). In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2022 she experienced metal poisoning ("heavy metal poisoning"). On (B)(6) 2022 she experienced granuloma ("macrophagic granulomas at the points of contact with essure implants"). Essure was removed the same day. The patient was treated with surgery (essure removal via salpingectomy and total hysterectomy). At the time of the report, the pelvic pain, asthenia, tinnitus, sleep disorder, anxiety, constipation, musculoskeletal pain, micturition urgency, toothache, memory impairment, disturbance in attention, visual impairment, dizziness, dizziness postural, dyshidrotic eczema and migraine had not resolved. No causality assessment was received for essure with regard to pelvic pain, granuloma, metal poisoning, asthenia, tinnitus, sleep disorder, anxiety, constipation, musculoskeletal pain, micturition urgency, toothache, memory impairment, disturbance in attention, visual impairment, dizziness, dizziness postural, dyshidrotic eczema, migraine, epicondylitis or chronic sinusitis. The reporter commented: period of occurrence: after insertion, progressively over the following years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Pathology test] on (B)(6) 2022: specimen from conservative total hysterectomy: macroscopic examination: the specimen submitted is intact. It weighs 126 g and measures 95×60×40 mm. The cervix measures 42×23 mm. 1 mm of vaginal cuff present. The endometrial mucosa is 1 mm thick. The uterine wall contains an intramural myoma measuring 5 mm on the long axis. A dissection reveals <¿> restructuring. Essure implants found in the right and left uterine horns. Salpingectomy 1: the fallopian tube measures 80 mm in length and 6 mm in diameter. A tubal cyst 6 mm in diameter is present, salpingectomy 2: the fallopian tube measures 83 mm in length and 6 mm in diameter. 3 tubal cysts are present, microscopic examination: the endometrial mucosa shows no histologically significant lesions. Macrophagic granulomas are found at the points of contact with essure implants. Several samples of tubes have been examined, showing no lesions. Conclusions: myoma reaching 5 mm in diameter. No histological signs of malignity. [Toxicologic test] on (B)(6) 2022: tox-seek hair analysis: metal value in g/g (lower chronic toxicity threshold ¿ upper chronic toxicity threshold) ¿ reference concentrations): silver 0.5458 (0.2000- 05000), tin 0.4653 (0.0070 - 1.4000), lanthanum 0.0095 (0.0070 - 0.0200), mercury 0.2353 (0.0530 - 1.7000), lead 0.1529 (0.1300- 1.0000), cobalt 0.1794 (0.1400 - 2.9000). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] macrophagic granulomas at the points of contact with essure implants [granulomatous inflammation] heavy metal poisoning [heavy metal poisoning] asthenia [asthenia] tinnitus [tinnitus] sleep disorder [sleep disorder] anxiety [anxiety] chonic constipation [constipation chronic] musculoskeletal pains [musculoskeletal pain] sensation of urinary urgency [urinary urgency] toothaches [toothache] memory disorder [memory disturbance] concentration disorder [concentration impairment] vision disorders [visual disturbances] dizziness [dizziness] dizziness after getting up [dizziness postural] dyshidrotic skin condition [dyshidrosis] migraines and headaches [migraine headache] epicondylitis [epicondylitis] chronic sinusitis [chronic sinusitis] back pain [back pain] gastric disorders [gastric disorder] neck pain [neck pain] menstruation irregular [menstruation irregular] colopathy [colopathy] nausea [nausea] burning sensation [burning sensation] abdominal pain upper [abdominal pain upper] myalgia [myalgia] chronic lumbocruralgia [back pain] dyspnea [dyspnea] spinal osteoarthritis [spinal osteoarthritis] headache [headache] eyelid pain [eyelid pain] leiomyoma [leiomyoma] insomnia [insomnia] allodynia [allodynia] rash [rash] attention deficit hyperactivity disorder, [attention deficit/hyperactivity disorder] eye disorder [eye disorder] ear nose & throat disorder [ear, nose and throat disorder] photophobia [photophobia] visual acuity reduced [visual acuity reduced] hypoacusis [hypoacusis] oral candidiasis [oral candidiasis] paresthesia [paresthesia] alopecia [alopecia] mixed anxiety & depressive disorder [mixed anxiety and depressive disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. The most recent information was received on 20-jun-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. B34524). Additional non-serious events are detailed below. The patient had a medical history of tobacco user, cervical conization, ethmoidectomy, parity 2, migraine, staphylococcal infection, ear, nose and throat disorder, pollen allergy, allergic to cats, hypopnea syndrome, sleep apnea, diffuse pain, cyst ovary, burning micturition, pollakiuria, chronic sinusitis, appendectomy and myoma. Previously administered products included: iud nos, oral contraceptive nos and antibiotic. The patient had a family history of colon cancer, diverticulosis, type ii diabetes mellitus and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced asthenia ("asthenia"), tinnitus ("tinnitus"), sleep disorder ("sleep disorder"), anxiety ("anxiety"), constipation ("chonic constipation"), musculoskeletal pain ("musculoskeletal pains"), micturition urgency ("sensation of urinary urgency"), toothache ("toothaches"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder"), visual impairment ("vision disorders"), dizziness ("dizziness"), dizziness postural ("dizziness after getting up"), dyshidrotic eczema ("dyshidrotic skin condition"), migraine ("migraines and headaches"), epicondylitis ("epicondylitis") and chronic sinusitis ("chronic sinusitis"). In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2022 she experienced metal poisoning ("heavy metal poisoning"). On 2(B)(6) 2022 she experienced granuloma ("macrophagic granulomas at the points of contact with essure implants"). Essure was removed the same day. On unknown date she experienced a first episode of back pain ("back pain"), gastric disorder ("gastric disorders"), neck pain ("neck pain"), menstruation irregular ("menstruation irregular"), colopathy ("colopathy "), nausea ("nausea"), burning sensation ("burning sensation"), abdominal pain upper ("abdominal pain upper"), myalgia ("myalgia"), a second episode of back pain ("chronic lumbocruralgia"), dyspnoea ("dyspnea"), spinal osteoarthritis ("spinal osteoarthritis"), headache ("headache"), eyelid pain ("eyelid pain"), insomnia ("insomnia"), allodynia ("allodynia"), rash ("rash"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disorder,"), eye disorder ("eye disorder"), ear, nose and throat disorder ("ear nose & throat disorder"), photophobia ("photophobia"), visual acuity reduced ("visual acuity reduced"), hypoacusis ("hypoacusis"), oral candidiasis ("oral candidiasis"), paraesthesia ("paresthesia"), alopecia ("alopecia") and mixed anxiety and depressive disorder ("mixed anxiety & depressive disorder") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, asthenia, tinnitus, sleep disorder, anxiety, constipation, musculoskeletal pain, micturition urgency, toothache, memory impairment, disturbance in attention, visual impairment, dizziness, dizziness postural, dyshidrotic eczema and migraine had not resolved. The outcomes for gastric disorder, neck pain, menstruation irregular, colopathy, nausea, burning sensation, abdominal pain upper, myalgia, dyspnoea, spinal osteoarthritis, headache, eyelid pain, leiomyoma, insomnia, allodynia, rash, attention deficit hyperactivity disorder, eye disorder, ear, nose and throat disorder, photophobia, visual acuity reduced, hypoacusis, oral candidiasis, paraesthesia, alopecia, mixed anxiety and depressive disorder and the last episode of back pain were unknown. The reporter considered abdominal pain upper, allodynia, alopecia, attention deficit hyperactivity disorder, the first episode of back pain, the second episode of back pain, burning sensation, dyspnoea, ear, nose and throat disorder, eye disorder, eyelid pain, gastric disorder, colopathy, headache, hypoacusis, insomnia, leiomyoma, menstruation irregular, mixed anxiety and depressive disorder, myalgia, nausea, neck pain, oral candidiasis, paraesthesia, photophobia, rash, spinal osteoarthritis and visual acuity reduced to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, granuloma, metal poisoning, asthenia, tinnitus, sleep disorder, anxiety, constipation, musculoskeletal pain, micturition urgency, toothache, memory impairment, disturbance in attention, visual impairment, dizziness, dizziness postural, dyshidrotic eczema, migraine, epicondylitis or chronic sinusitis. The reporter commented: period of occurrence: after insertion, progressively over the following years. 3 visible coils on the right side, 3 visible coils on the left side. On (B)(6) 2022, the rheumatologist concluded chronic pain in favor of fibromyalgia. Physiotherapy sessions and laroxyl were prescribed. On (B)(6) 2023, the pneumologist mentioned that nodules could be sequelae of staph infection or chronic inflammatory disease. In (B)(6) 2023 the patient received infiltrations due pain in shoulders. At the time of the report, the patient¿s health was managed in a center dedicated to pain. Restless legs syndrome and anxiety were mentioned by a physician. She received neurostimulation and cryotherapy sessions. She was in sick leave since a burn out in 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Pathology test] on (B)(6) 2022: specimen from conservative total hysterectomy: macroscopic examination: the specimen submitted is intact. It weighs 126 g and measures 95×60×40 mm. The cervix measures 42×23 mm. 1 mm of vaginal cuff present. The endometrial mucosa is 1 mm thick. The uterine wall contains an intramural myoma measuring 5 mm on the long axis. A dissection reveals <¿> restructuring. Essure implants found in the right and left uterine horns. Salpingectomy 1: the fallopian tube measures 80 mm in length and 6 mm in diameter. A tubal cyst 6 mm in diameter is present, salpingectomy 2: the fallopian tube measures 83 mm in length and 6 mm in diameter. 3 tubal cysts are present, microscopic examination: the endometrial mucosa shows no histologically significant lesions. Macrophagic granulomas are found at the points of contact with essure implants. Several samples of tubes have been examined, showing no lesions. Conclusions: myoma reaching 5 mm in diameter. No histological signs of malignity. [Toxicologic test] on (B)(6) 2022: tox-seek hair analysis: metal value in g/g (lower chronic toxicity threshold ¿ upper chronic toxicity threshold) ¿ reference concentrations): silver 0.5458 (0.2000- 05000). Tin 0.4653 (0.0070 - 1.4000). Lanthanum 0.0095 (0.0070 - 0.0200). Mercury 0.2353 (0.0530 - 1.7000). Lead 0.1529 (0.1300- 1.0000). Cobalt 0.1794 (0.1400 - 2.9000). Lot number: b34524 manufacture date:2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jun-2025: upon new follow up received it was notified that argus cases (B)(4) are found to be duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, medical history, events (back pain, fatigue , neck pain, menstruation irregular, gastrointestinal disorder, nausea, burning sensation, abdominal pain upper, myalgia, back pain, dyspnea, dyspepsia, spinal osteoarthritis, headache, eyelid pain, leiomyoma, insomnia, allodynia, rash, attention deficit hyperactivity disorder, eye disorder, ear nose & throat disorder, photophobia, visual acuity reduced, hypoacusis, irritable syndrome, oral candidiasis, paresthesia, alopecia, mixed anxiety & depressive disorder ) reporters & all relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00327). Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] macrophagic granulomas at the points of contact with essure implants [granulomatous inflammation] heavy metal poisoning [heavy metal poisoning] asthenia [asthenia] tinnitus [tinnitus] sleep disorder [sleep disorder] anxiety [anxiety] chonic constipation [constipation chronic] musculoskeletal pains [musculoskeletal pain] sensation of urinary urgency [urinary urgency] toothaches [toothache] memory disorder [memory disturbance] concentration disorder [concentration impairment] vision disorders [visual disturbances] dizziness [dizziness] dizziness after getting up [dizziness postural] dyshidrotic skin condition [dyshidrosis] migraines and headaches [migraine headache] epicondylitis [epicondylitis] chronic sinusitis [chronic sinusitis] back pain [back pain] gastric disorders [gastric disorder] neck pain [neck pain] menstruation irregular [menstruation irregular] colopathy [colopathy] nausea [nausea] burning sensation [burning sensation] abdominal pain upper [abdominal pain upper] myalgia [myalgia] chronic lumbocruralgia [back pain] dyspnea [dyspnea] spinal osteoarthritis [spinal osteoarthritis] headache [headache] eyelid pain [eyelid pain] leiomyoma [leiomyoma] insomnia [insomnia] allodynia [allodynia] rash [rash] attention deficit hyperactivity disorder, [attention deficit/hyperactivity disorder] eye disorder [eye disorder] ear nose & throat disorder [ear, nose and throat disorder] photophobia [photophobia] visual acuity reduced [visual acuity reduced] hypoacusis [hypoacusis] oral candidiasis [oral candidiasis] paresthesia [paresthesia] alopecia [alopecia] mixed anxiety & depressive disorder [mixed anxiety and depressive disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. The most recent information was received on 27-jun-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. B34524). Additional non-serious events are detailed below. The patient had a medical history of tobacco user, cervical conization, ethmoidectomy, parity 2, migraine, staphylococcal infection, ear, nose and throat disorder, pollen allergy, allergic to cats, hypopnea syndrome, sleep apnea, diffuse pain, cyst ovary, burning micturition, pollakiuria, chronic sinusitis, appendectomy and myoma. Previously administered products included: iud nos, oral contraceptive nos and antibiotic. The patient had a family history of colon cancer, diverticulosis, type ii diabetes mellitus and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced asthenia ("asthenia"), tinnitus ("tinnitus"), sleep disorder ("sleep disorder"), anxiety ("anxiety"), constipation ("chonic constipation"), musculoskeletal pain ("musculoskeletal pains"), micturition urgency ("sensation of urinary urgency"), toothache ("toothaches"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder"), visual impairment ("vision disorders"), dizziness ("dizziness"), dizziness postural ("dizziness after getting up"), dyshidrotic eczema ("dyshidrotic skin condition"), migraine ("migraines and headaches"), epicondylitis ("epicondylitis") and chronic sinusitis ("chronic sinusitis"). In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2022 she experienced metal poisoning ("heavy metal poisoning"). On (B)(6) 2022 she experienced granuloma ("macrophagic granulomas at the points of contact with essure implants"). Essure was removed the same day. On unknown date she experienced a first episode of back pain ("back pain"), gastric disorder ("gastric disorders"), neck pain ("neck pain"), menstruation irregular ("menstruation irregular"), colopathy ("colopathy "), nausea ("nausea"), burning sensation ("burning sensation"), abdominal pain upper ("abdominal pain upper"), myalgia ("myalgia"), a second episode of back pain ("chronic lumbocruralgia"), dyspnoea ("dyspnea"), spinal osteoarthritis ("spinal osteoarthritis"), headache ("headache"), eyelid pain ("eyelid pain"), insomnia ("insomnia"), allodynia ("allodynia"), rash ("rash"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disorder,"), eye disorder ("eye disorder"), ear, nose and throat disorder ("ear nose & throat disorder"), photophobia ("photophobia"), visual acuity reduced ("visual acuity reduced"), hypoacusis ("hypoacusis"), oral candidiasis ("oral candidiasis"), paraesthesia ("paresthesia"), alopecia ("alopecia") and mixed anxiety and depressive disorder ("mixed anxiety & depressive disorder") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, asthenia, tinnitus, sleep disorder, anxiety, constipation, musculoskeletal pain, micturition urgency, toothache, memory impairment, disturbance in attention, visual impairment, dizziness, dizziness postural, dyshidrotic eczema and migraine had not resolved. The outcomes for gastric disorder, neck pain, menstruation irregular, colopathy, nausea, burning sensation, abdominal pain upper, myalgia, dyspnoea, spinal osteoarthritis, headache, eyelid pain, leiomyoma, insomnia, allodynia, rash, attention deficit hyperactivity disorder, eye disorder, ear, nose and throat disorder, photophobia, visual acuity reduced, hypoacusis, oral candidiasis, paraesthesia, alopecia, mixed anxiety and depressive disorder and the last episode of back pain were unknown. The reporter considered abdominal pain upper, allodynia, alopecia, attention deficit hyperactivity disorder, the first episode of back pain, the second episode of back pain, burning sensation, dyspnoea, ear, nose and throat disorder, eye disorder, eyelid pain, gastric disorder, colopathy, headache, hypoacusis, insomnia, leiomyoma, menstruation irregular, mixed anxiety and depressive disorder, myalgia, nausea, neck pain, oral candidiasis, paraesthesia, photophobia, rash, spinal osteoarthritis and visual acuity reduced to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, granuloma, metal poisoning, asthenia, tinnitus, sleep disorder, anxiety, constipation, musculoskeletal pain, micturition urgency, toothache, memory impairment, disturbance in attention, visual impairment, dizziness, dizziness postural, dyshidrotic eczema, migraine, epicondylitis or chronic sinusitis. The reporter commented: period of occurrence: after insertion, progressively over the following years. 3 visible coils on the right side, 3 visible coils on the left side. On (B)(6) 2022, the rheumatologist concluded chronic pain in favor of fibromyalgia. Physiotherapy sessions and laroxyl were prescribed. On (B)(6) 2023, the pneumologist mentioned that nodules could be sequelae of staph infection or chronic inflammatory disease. In (B)(6) 2023 the patient received infiltrations due pain in shoulders. At the time of the report, the patient¿s health was managed in a center dedicated to pain. Restless legs syndrome and anxiety were mentioned by a physician. She received neurostimulation and cryotherapy sessions. She was in sick leave since a burn out in 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Pathology test] on (B)(6) 2022: specimen from conservative total hysterectomy: macroscopic examination: the specimen submitted is intact. It weighs 126 g and measures 95×60×40 mm. The cervix measures 42×23 mm. 1 mm of vaginal cuff present. The endometrial mucosa is 1 mm thick. The uterine wall contains an intramural myoma measuring 5 mm on the long axis. A dissection reveals <¿> restructuring. Essure implants found in the right and left uterine horns. Salpingectomy 1: the fallopian tube measures 80 mm in length and 6 mm in diameter. A tubal cyst 6 mm in diameter is present, salpingectomy 2: the fallopian tube measures 83 mm in length and 6 mm in diameter. 3 tubal cysts are present, microscopic examination: the endometrial mucosa shows no histologically significant lesions. Macrophagic granulomas are found at the points of contact with essure implants. Several samples of tubes have been examined, showing no lesions. Conclusions: myoma reaching 5 mm in diameter. No histological signs of malignity. [Toxicologic test] on (B)(6) 2022: tox-seek hair analysis: metal value in ¿g/g (lower chronic toxicity threshold ¿ upper chronic toxicity threshold) ¿ reference concentrations): silver 0.5458 (0.2000- 05000) tin 0.4653 (0.0070 - 1.4000) lanthanum 0.0095 (0.0070 - 0.0200) mercury 0.2353 (0.0530 - 1.7000) lead 0.1529 (0.1300- 1.0000) cobalt 0.1794 (0.1400 - 2.9000). Lot number: b34524 manufacture date:2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: patient name & initials were updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.